Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient was complaining of "wobble." There wasn't any wear present. The doctor was investigating a mass and decided to perform a poly swap. The surgeon feels that the medial side was not flush with the baseplate on either poly."